Event description:
The customer reported to olympus, that during preparation for use the image did not appear on the hd camera head. There was no report of patient harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation. The customer's complaint was confirmed and likely due to a faulty charge coupled device (ccd). In addition, the following nonreportable malfunctions were identified: kinks and cut on cable, smashed connector tip and unable to scan unique device identification (UDI) label. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that an image was not displayed due to faulty charged coupled device (ccd). The root cause of the faulty charged coupled device (ccd) cannot be specified. Olympus will continue to monitor field performance for this device.